Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer required assistance from school nurse due to elevated blood glucose levels and high ketones. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the issue; however, no response was received from the customer.